Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a balloon replacement procedure performed ten days prior (patient age, gender and weight are unknown). According to the complainant, the balloon did not fold properly after deflating. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination and testing, the slit of the duckbill (anti-reflux) valve was found to be blocked, rendering the device non-functional. The slitting operation was apparently initiated, but not properly implemented, during the manufacture of the device. That is, the valve was slit only partially and not completely. The device manufacture date and expiration date are unknown.